Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin turned off without any alarm. Customer's mother was assisted with replace battery now alarm troubleshooting. The customer's blood glucose level at the time of the incident was 400mg/dl. Customer's mother stated that the batteries used were as recommended. Insulin pump's history was reviewed and no low battery alarm was received prior to replace battery alarm. Advised insulin pump requires new batteries to function properly. New batteries resolved issue. The insulin pump will not be returned for analysis.